Event description:
The pt received surgery in 2005. On the following month, the pt deceased. No further info available.

Manufacturer narrative:
It was reported that the pt had surgery in 2005 and expired on the following month. Multiple attempts have been made to gather additional info. However, no additional info regarding pt, lesion or procedural characteristics regarding this event has been provided. The account is refusing all requests for info regarding this event. With the limited amount of info available it is not possible to draw a clinical conclusion between the device and the event. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history review could not be performed.